Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms occurred. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended.